Event description:
Unit will not power on. Tested power cord and found voltages are not correct. Belmont called and new cord was received and installed on unit and unit is still defective. Will not power on and making a chirping noise. Called belmont technical support and representative states the defective power cord may have caused other problems in the unit. Unit returned for repair.======================manufacturer response for fluid management system, belmont fms 2000 (per site reporter)======================the q11 is shorted on daughter board. Both temperature probes need upgrading. Unit is missing pole clamp release handle. The r6 is cracked on daughter board. Unit also had an impact on top right side and small crack as well. Replaced r6, vr2, u3 and q12 on daughter board.